Event description:
No blood glucose levels reported. The customer reported that the insulin pump was exposed to water from a hot tub. .the history of the insulin pump did not show any alarms. A self test performed on the insulin passed. The customer was advised to monitor the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.